Manufacturer narrative:
Investigation eval: our laboratory eval of the product said to be involved confirmed the report. The catheter, handle, barrel with six attached bands, and the string were returned. One blue hook was attached to the catheter and appeared to be fully seated. The other blue hook was detached and not returned. The inner diameter of the loading catheter, the length of the loading catheter, and the length of the loading catheter's stylet wire were measured and verified to be within the appropriate mfg specs. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: the instructions for use direct the user to attach the trigger cord to the hook on the end of the loading catheter, leaving approx 2 cm of trigger cord between the knot and the hook. If the k not and the hook are placed closer than 2 cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If add'l pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been initiated to reduce occurrences of blue hook detachment. This product is included in the scope of the corrective action. Quality assurance will continue to monitor for complaint trends.

Event description:
The following info was provided by the cook area rep based on comments made by the user: during the loading process outside the pt, the blue hook separated from the end of the loading catheter inside the endoscope. The physician pushed the hook out of the end of the endoscope and another banding device was used to complete the procedure without difficulty. There was no harm to the pt due to this occurrence. This occurred during the loading process; the loading catheter was not located inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.